Manufacturer narrative:
An event regarding a fractured zirconia ceramic head was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The exact cause of this event based on the information provided.

Event description:
It was reported: "patient implanted on (B)(6) 2001 underwent to an hip revision surgery on (B)(6) 2014 due to the breakage of the ceramic femoral head diam. 28 + 4. The polyethylene insert it was replaced because it has been damaged after the head breakage".

Event description:
It was reported: "patient implanted on (B)(6) 2001 underwent to an hip revision surgery on (B)(6) 2014 due to the breakage of the ceramic femoral head diam. 28 + 4. The polyethylene insert it was replaced because it has been damaged after the head breakage".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.